Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient has peritonitis. Upon follow up, the pdrn explained the patient presented to the outpatient home dialysis clinic on (B)(6) 2021, where a pd effluent fluid culture and cell count were collected, and the patient was diagnosed with peritonitis (symptoms not provided). The patient was started on intraperitoneal (ip) tazicef 2000 mg daily and ip vancomycin with dosing (1000-2000 mg) based on random vancomycin levels. The peritoneal effluent fluid culture returned positive for a gram-positive bacillus; however, the genus and species were unable to be obtained. As such, the specimen was sent to an alternative laboratory for further sensitivity testing. The patient¿s tazicef was discontinued on (B)(6) 2021, however no rationale was provided. While working with the patient and caregiver, the pdrn reported the patient and caregiver were unable to recall the correct steps during ccpd therapy and were unable to describe the sterile parts of the cycler. Per the pdrn, causality was attributed to a probable touch contamination event(s). The patient will receive additional education. While reviewing follow-up documentation, the pdrn described the patient¿s physical condition on (B)(6) 2021 during a clinic visit. The patient was suffering from pain, malaise, fluid overload, 3+ pitting edema in lower extremities, hypertension, dyspnea on exertion, 6 kgs over dry weight, and a decreased urine output. The patient¿s ultrafiltration (uf) rates have recently been ¿spotty at best, varying from 300 ml one day and 1000 ml the next.¿ the pdrn was encouraging a 1000 ml daily fluid intake restriction, until the uf issues and peritonitis events were resolved. Additionally, the patient¿s hemoglobin was 8.2, which is contributing to the patient¿s reported fatigue and dyspnea. Lastly the patient was non-compliant with his prescribed calcium acetate medication, thus causing a drop in his total calcium to 6.8. These comorbid conditions were not reported as serious adverse events, rather they are the patient¿s current medical conditions which the pdrn is attempting to resolve. Additional information obtained on (B)(6) 2021 revealed the patient¿s pd catheter (not a fresenius product) was surgically removed on (B)(6) 2021, and the patient will be transferred to hemodialysis (hd) for rrt. The pdrn reported the patient¿s peritonitis was adversely affecting the patient¿s ability to obtain adequate uf, and the patient remained fluid overloaded. The cycler set is not available to be returned for physical examination.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient has peritonitis. Upon follow up, the pdrn explained the patient presented to the outpatient home dialysis clinic on (B)(6) 2021, where a pd effluent fluid culture and cell count were collected, and the patient was diagnosed with peritonitis (symptoms not provided). The patient was started on intraperitoneal (ip) tazicef 2000 mg daily and ip vancomycin with dosing (1000-2000 mg) based on random vancomycin levels. The peritoneal effluent fluid culture returned positive for a gram-positive bacillus; however, the genus and species were unable to be obtained. As such, the specimen was sent to an alternative laboratory for further sensitivity testing. The patient¿s tazicef was discontinued on (B)(6) 2021, however no rationale was provided. While working with the patient and caregiver, the pdrn reported the patient and caregiver were unable to recall the correct steps during ccpd therapy and were unable to describe the sterile parts of the cycler. Per the pdrn, causality was attributed to a probable touch contamination event(s). The patient will receive additional education. While reviewing follow-up documentation, the pdrn described the patient¿s physical condition on (B)(6) 2021 during a clinic visit. The patient was suffering from pain, malaise, fluid overload, 3+ pitting edema in lower extremities, hypertension, dyspnea on exertion, 6 kgs over dry weight, and a decreased urine output. The patient¿s ultrafiltration (uf) rates have recently been ¿spotty at best, varying from 300 ml one day and 1000 ml the next.¿ the pdrn was encouraging a 1000 ml daily fluid intake restriction, until the uf issues and peritonitis events were resolved. Additionally, the patient¿s hemoglobin was 8.2, which is contributing to the patient¿s reported fatigue and dyspnea. Lastly the patient was non-compliant with his prescribed calcium acetate medication, thus causing a drop in his total calcium to 6.8. These comorbid conditions were not reported as serious adverse events, rather they are the patient¿s current medical conditions which the pdrn is attempting to resolve. Additional information obtained on 11/nov/2021 revealed the patient¿s pd catheter (not a fresenius product) was surgically removed on (B)(6) 2021, and the patient will be transferred to hemodialysis (hd) for rrt. The pdrn reported the patient¿s peritonitis was adversely affecting the patient¿s ability to obtain adequate uf, and the patient remained fluid overloaded. The cycler set is not available to be returned for physical examination.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of fluid overload (characterized by 3+ pitting edema, hypertension, dyspnea, decreased urine output) and peritonitis (characterized by abdominal pain), which warranted antibiotic therapy. Although the definitive etiology of the peritonitis is unknown, the pdrn attributed causality to a probable touch contamination event, given the patient¿s pd-related education deficits regarding sterility and aseptic technique. Additionally, the patient¿s peritonitis event was adversely affecting the patient¿s ability to obtain proper uf and was subsequently transitioned to hd for rrt. There is no allegation in the complaint file indicating the serious adverse events were related to the patient¿s utilization of a fresenius device(s) and/or product(s). Gram-negative organisms account for 20¿30% of all pd-related peritonitis. Peritonitis caused by gram-negative organisms may be due to touch contamination, exit site infection or possible a bowel source, but the etiology is often unclear. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.